Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 09-jun-2024, UDI# (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 09-jun-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, it was reported that the patient's stimulator was not helping with their normal pain. On 2021-apr-08, additional information was received from the patient reporting that the cause of the ins not helping with the patient¿s pain was due to the patient¿s wires being placed wrong. It was reported that a new stimulator was placed to resolve the issue.